Manufacturer narrative:
(B)(4). Batch #: u5d80p. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with the jaws and closing trigger in a closed position and no apparent damage and with one gst45t reload loaded on the device. The reload was received fully fired. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to the home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload, however, the device would fire intermittently. The pcb board (switch 2) was noted to be non-functional as it is possible that the actuator was not properly interacting with the switch. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. The damage to the firing switch actuator has been correlated to a manufacturing process. There was an out of specification issue with components that affected the functionality of the firing switch actuator.

Event description:
It was reported that during a thoracoscopic pneumonectomy, the knife moved all the way but stopped moving back to home position like the battery ran out at the 1st firing. The knife reverse switch did not work, so the manual override lever was used to release the device. The cartridge color was black. Another device was used to complete the case. There were no adverse consequences to the patient.